Event description:
It was reported to medtronic minimed that the customer experienced despite tried over many months to delete minimed mobile app and reinstall it as well as restart the phone, turn on and off the bluetooth and it was still not working. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product mmt-1885 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump immediately alarmed a flashing medtronic logo once installing an aa battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to flashing medtronic logo. Unable to lock a test p-cap and reservoir locked properly into the reservoir compartment due to a partially broken retainer ring at the knit line. Unsuccessful in downloading pump history files and traces using thump software due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked end cap, scratched case, cracked keypad overlay, missing display window/cover, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, end cap address label missing, missing o-ring (reservoir tube), partially broken retainer, and retainer knit line damage. Unable to upload/download was confirmed due to flashing medtronic logo. Flashing medtronic logo was confirmed during testing due to moisture damage on the electronic assembly. Retainer ring damage was confirmed during visual inspection. Moisture damage on the electronic assembly, motor, force sensor, and battery tube. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.